Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. The p-wave amplitude is consistently at or below 0.375mv. Concomitant product: 6944 lead: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to fatigue. Interrogation of the device indicated the atrial lead had loss of sensing and loss of capture. This was thought to be related to fibrosis in the right atrium. The right ventricular (rv) lead had high and varying impedances. The atrial lead was capped and replaced. The rv lead was reprogrammed and later capped and replaced. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.